Event description:
Dexcom g6 auto applicator failed to release upon insertion. We had to physically pry open the device and remove the needle manually due to the extremely strict allocation of resources to the patients, otherwise patient would have been left without the insurance provided coverage he would have paid for. FDA safety report ID # (B)(4).